Manufacturer narrative:
Customer service conducted additional troubleshooting, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; inspecting the faceplate and backplate for damage; and inspecting and cleaning the diaphragm. Because troubleshooting did not resolve the suction issue, the customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on 08/15/2017, at which time she confirmed that she was diagnosed with mastitis and indicated that the diagnosis was on (B)(6) 2017. She indicated that she was no longer taking the antibiotic, was no longer experiencing any signs/symptoms of mastitis and that the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 08/04/2017, the husband of a customer alleged that his wife's pump in style breast pump had low suction. The customer conducted troubleshooting on her own using (B)(6) videos and the medela website. The customer removed the faceplate and checked the diaphragm and both were good. She checked all of the plastic parts and they were good as well. She used two different sets of part just to make sure it was not the parts and there was still low suction. The husband indicated that wife had mastitis and went to the doctor and was prescribed antibiotics.